Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a nurse at the facility that the PICC could only be injected at 2.5 ml/sec when at least 4 ml/sec is needed.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred as the product functioned as intended. The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. If this event were to recur, it does not pose an incremental risk of harm to the patient, user, or other person. Therefore this event is deemed not reportable per 21 cfr part 803. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a nurse at the facility that the PICC could only be injected at 2.5 ml/sec when at least 4 ml/sec is needed. Review of the IFU and brochure of this product will show that the recommended flow-rate for this product is only 2.5ml/sec. Complainant clarified that the issue they have with this product is that it doesn't meet the required 4-5ml/sec for most CT injection procedures, and thereby shouldn't be classified as "power injectable." This complaint is a customer dissatisfaction.